Event description:
It was reported that some time post placement of the jejunal (j) tube through the percutaneous endoscopic gastrostomy (peg) tube, the j tube allegedly dislodged, leaked gastric fluid, and fell out of the stomach with the suture and clip out. There was no reported patient injury.

Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on (B)(6) 2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However, four electronic photos were submitted for evaluation. The first photo shows most of the tube in frame including the blue y adapter the suture at the distal end of the tube can be seen broken and a marking that looks like a hole proximal to the weights at the end of the tube. The second photo is a closer look at the broken suture with the weights in frame as well. The third photo is another almost identical close up of the broken suture. The fourth photo is a more out of focus close up picture of the broken suture. The investigation is confirmed for the alleged dislodgement. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on (B)(6)2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. Photographs of the device and the device have been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that some time post placement of the jejunal (j) tube through the percutaneous endoscopic gastrostomy (peg) tube, the j tube allegedly dislodged, leaked gastric fluid, and fell out of the stomach with the suture and clip out. There was no reported patient injury.